Event description:
PICC line that broke while indwelling. Was placed in right antecubital, nurse found with just tubing in arm and slow bloody leak. PICC line removed without surgical intervention. Retrieved complete catheter. Floor rn found PICC line ripped apart in two parts. Blood oozing from PICC. PICC d/c'd 52 cm by IV nurse. Pt confused.